Manufacturer narrative:
It was reported that during a my3d personalized pelvic reconstruction case on (B)(6) 2023, the surgeon had difficulty fitting the pelvic implant into patient anatomy. As a result, the ischial flange was cut off with a metal burr intra-operatively to fit the implant into the anatomy. The surgical delay which resulted was under 30 minutes. Ultimately, the implant was able to be placed into the patient and surgery was completed. The patient's anatomy, based on the scan used for design, presented a cavity in the posterior column. The design of the implant, which was approved by the surgeon, attempted to fill the void with a posterior abutment. During intra-operative placement, after removal of the hardware, the cavity was not present which resulted in the implant not matching the patient's anatomy. It is possible that the removal of previously implanted hardware created a change in anatomy which was not accurately accounted for during the design phase. Alternatively, artifacts from the previously implanted hardware in the scan data could have impacted the design of the device. Review of the my3d pelvic reconstruction system IFU identified the following excerpt, "prior hardware can create various degrees of artifact that may compromise the surgeon-engineer design team from identifying bone of poor quality. This failure to identify bone of sufficient quality can lead to improper fit of the custom component as well as early loosening if fit or bone quality is inadequate".

Event description:
It was reported that during a surgery on (B)(6) 2023, a surgeon reported having difficulty fitting an acetabular reconstruction implant into the patient's anatomy. In order to fit the implant into the patient's anatomy, the implant was modified intra-operatively- the ischial flange was cut off using a metal cutting burr, resulting in the implant having only one flange. After modification, the procedure was able to be completed. This event will be reportable to the FDA as a malfunction, as the issue could cause or contribute to a serious injury.